Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for overactive bladder. It was reported that had it implanted in 2012 for overactive bladder. They stated that sometime around 2013 or 2014 they started experiencing problems with the device heating up and not performing correctly. They stated one time it got so hot it felt like their insides were burning for about 5 minutes. They said their skin got really dry from the device overheating. They stated they told their doctor, but the doctor didn't believe them that the device was overheating, however they had the device explanted in the summer of 2015 because it wasn't working.

Manufacturer narrative:
E4: medwatch mw5169485. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.